Event description:
It was reported that the patient was experiencing zapping from the implantable pulse generator (ipg). It was also stated that the patient was having increased charging burden. The patient's ipg was replaced with an MRI compatible battery and that the patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.